Manufacturer narrative:
(B)(4): upon follow up it was reported that the cause of the peritonitis was due to a break in aseptic technique. Therapy was discontinued and the patient was placed on hemodialysis. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time. Evaluation codes updated to provide new investigation results following analysis of the additional information. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. As the cause of the peritonitis was due to a breach in aseptic technique, the minicap transfer set is no longer a suspect product in this event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with rocephin 2 grams, intraperitoneal (ip) three times per week for duration of four weeks. The cause of the peritonitis was unknown. At the time of the report the patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13g24034 and h13h20055 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).